Event description:
It was reported that the patient with this pacemaker experienced shortness of breath and lack of energy following implantation compared to not having an implantable device. The patient was referred to physician. As of this time, this pacemaker remains in service. No adverse patient effects were reported.